Event description:
It was reported that the stent did not fully expand within the lumen, resulting in additional intervention. An enroute transcarotid stent was selected for use. The patient presented as symptomatic and had severe tortuosity in the distal internal carotid artery (ica). The patient underwent a successful transcarotid artery revascularization (tcar) procedure. However, there were some stent placement difficulties, when the patient wobbled during the procedure. The blood pressure of the patient was also very low. Post procedure the patient awoke fine. Hours later, it was reported that the patient had right sided weakness, hypotension, and was experiencing a possible trans ischemic attack (tia). It was suspected that the enroute 0.014 guidewire had gone sub-plaque in the common carotid artery (cca) and then back into the true lumen. Even though the guidewire did not behave in an odd fashion to indicate a dissection. The physician elected to perform a repeat CT which revealed no signs of stroke, but did reveal that the proximal portion of the stent appeared compressed, because the stent was placed partially in the atheroma. The distal portion of the stent was open. Later that day, the patient was returned to the operation room and repeat tcar was performed. An additional stent was placed over the dissection from the guidewire and to extend the stent father down where the proximal vasculature was healthy. The patient woke up from the procedure fine. It was further reported that the patient presented as asymptomatic.

Event description:
It was reported that the stent did not fully expand within the lumen, resulting in additional intervention. An enroute transcarotid stent was selected for use. The patient presented as symptomatic and had severe tortuosity in the distal internal carotid artery (ica). The patient underwent a successful transcarotid artery revascularization (tcar) procedure. However, there were some stent placement difficulties, when the patient wobbled during the procedure. The blood pressure of the patient was also very low. Post procedure the patient awoke fine. Hours later, it was reported that the patient had right sided weakness, hypotension, and was experiencing a possible trans ischemic attack (tia). It was suspected that the enroute 0.014 guidewire had gone sub-plaque in the common carotid artery (cca) and then back into the true lumen. Even though the guidewire did not behave in an odd fashion to indicate a dissection. The physician elected to perform a repeat CT which revealed no signs of stroke, but did reveal that the proximal portion of the stent appeared compressed, because the stent was placed partially in the atheroma. The distal portion of the stent was open. Later that day, the patient was returned to the operation room and repeat tcar was performed. An additional stent was placed over the dissection from the guidewire and to extend the stent father down where the proximal vasculature was healthy. The patient woke up from the procedure fine.